Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer shows "pocket read/write invalid cubie memory" and drawer does not recognize multiple cubies. The field service engineer shut down the medstation and removed the back panel. Then, the engineer disconnected and reconnected the row board cable from the drawer control and replaced the retractor cable. The engineer then locked the back panel and powered the station back on. The functional testing was performed in the hardware test application, and no further issues were found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.